Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) checked the station and found the t board not lit or showing any signs of activity. After reviewing the recovery storage, the t board was replaced. Firmware was updated successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failing and could not be recovered. The customer attempted to recover the drawer, but an error message displayed stating, "requires maintenance, please contact technical support." The customer reported powering off the station, unplugging the power cord, and waiting for a couple of minutes before reconnecting the power and turning the station back on. Despite these steps, the drawer could still not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.